Event description:
It was reported that during a surgical procedure at the user facility the device displayed a bias current error, indicating a condition in which the device could unintentionally activate or run-on. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.